Manufacturer narrative:
(B)(4).

Event description:
It was reported that "on (B)(6) 2024, the ars leak during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Event description:
It was reported that "on (B)(6) 2024, the ars leak during use on the patient." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned multiple components of a cvc kit for analysis. The arrow raulerson syringe (ars) was not returned for analysis. Visual analysis could not be performed on the ars as it was not returned for analysis. A device history record review was performed, and no relevant findings were identified. The customer report of a leaking ars could not be confirmed based on the complaint investigation. The ars was not returned for analysis; therefore, the relevant visual, dimensional, and functional testing could not be performed. A device history record review was performed with no relevant findings identified. Therefore , based on the customer report and the sample received, the potential root cause could not be determined at this time. Teleflex will continue to monitor and trend on reports of this nature.